Manufacturer narrative:
Product was received and sent to the mfg facility for eval. The results of the eval are not available at the time of this report. A follow-up investigation report will be sent when info becomes available.

Event description:
The event is reported as: the appliers would not grasp a hemoclip out of the cartridge. Five appliers were reported as defective. No injuries reported.